Event description:
Patient called lfs on 06/28/03 alleging their ot profile meter would not power on. The patient reported no symptoms of high or low glucose. The issue was not resolved with troubleshooting. No further information has been provided.